Event description:
It was reported that the patient indicated that he device was 'not working right' and was only receiving about 20% relief of his symptoms. The patient stated that the device was initially implanted for his low back pain, but now he was experiencing pain in his feet, ankles and up his legs. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).